Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value and the display was blank. Customer was at a restaurant and gave a bolus and it just stopped and got highs over 600mg/dl. The drive support cap was normal. Customer declined to troubleshoot for blood glucose value. Customer performed self test and it was successful. Insulin pump will not be returned for analysis.